Manufacturer narrative:
Additional information: describe event or problem - executive summary. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays, product ID and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. Patient was revised to a triathlon ts knee construct with 5 augments. Update: the reason for the revision was that the patient experienced discomfort and that the femoral component was found to be undersized.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. Patient was revised to a triathlon ts knee construct with 5 augments.